Event description:
The patient reported that she has lost several vials of insulin because the piston rod is catching on the bottom part of the cartridge when she attempts to remove it. She stated that it is separating the cartridge into pieces. The patient was advised on the proper way to remove the insulin cartridge. The patient's blood glucose values were not affected. Multiple attempts to reach the patient were unsuccessful. The patient did not require medical assistance from a healthcare professional or second party to address the issue. No product will be returned.